Event description:
It has been reported to philips that, wireless footswitch was failed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A manufacturer's field service engineer (fse) was dispatched to the site and confirmed that fluoroscopy pedal fails. Upon technical investigation, it was identified that wired footswitch is faulty. To resolve the issue fse replaced wired footswitch. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.